Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the complaint history for sn (B)(6) was performed in salesforce which did not similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 27-feb-2012 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 02-sep-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Part analysis: the report of srm monitor error, remote manager malfunction was confirmed during fse testing and subsequently confirmed in the dchu inspection process. According to work order #02198468, the fse diagnosed issue with failed temp probe. The fse installed replacement temp probe and tested operation in application and hta diagnostics with no issues noted. During dchu visual inspection: p/n 136355-01: the laboratory inspection confirmed a faulty assy srm buffered temp probe caused by an overheated cable as a sign of thermal damage. During dchu testing: p/n 136355-01: no further dchu testing was required due to the visible thermal damage observed in the visual inspection. The device was in use for treatment purposes as intended per 21 cfr 820.198(d). Root cause: the root cause of the reported issue was identified as a faulty assy srm buffered temp probe caused by an overheated and damaged cable.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the smart remote manager was malfunctioning. The customer attempted to reboot the station, but the issue persisted. As per part investigation, it was determined that there was overheating issue on assy smart remote manager buffered temperature probe. There were no delay, no adverse events or injuries reported based on this event.